Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter displayed inaccurate, erratically high results. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained following a review of the call by medical surveillance. The patient reported that at about 6am on (B)(6) 2017, she obtained alleged inaccurately erratic (high) blood glucose results on the subject meter of ¿350, 377, 415, 420 and 378 mg/dl¿ within 20 minutes of each other. Based on statistical methodology, the calculated difference between the reported results falls within lfs¿ criteria for precision. The patient manages her diabetes with insulin. She reported that because the results were high, she went to the hospital. She reported that around 6:30am on (B)(6), the doctor administered 10 units of insulin based on the results on the subject meter. She indicated that a short time later, her ¿sugar went down really low¿ and she developed symptoms of ¿shakiness¿. It was not established what treatment, if any, she received for her symptoms. She indicated that at about 11am on (B)(6) 2017, she obtained an alleged inaccurately high blood glucose result of ¿377 mg/dl¿ compared to ¿209 mg/dl¿ on a hospital meter. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure and the patient¿s blood samples had been taken from the same approved sample site. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms suggestive of a serious injury adverse event, i.e. Shakiness, after obtaining alleged erratically high results on the subject meter.